Event description:
The patient's x-ray revealed that a piece of the pt's port-a-cath had broken off and was lodged in the pulmonary artery. Physician intervention by removal of the broken catheter tip.